Event description:
It was reported by the surgeon, that he performed a laparoscopic resection of endometriosis and at the end of the case he instilled intergel. Five days post-op the patient came into the ER with severe abdominal pain. Doctor re-scoped the patient and saw large amount of fluid, darkish grey in color. Doctor cultured the fluid and it has come back negative. He removed the fluid during the procedure. Patient doing fine now. Update 11/04/02: additional investigation provided further details into the event, they are as follows. The surgeon performed a diagnostic laparoscopy lysis, excision of endometriosis, and an appendectomy of adhesions on pt. Intergel was instilled at the end of the procedure. On the third post-operative day the patient developed abdominal pain, which became progressive. On day five post-op they presented with an acute abdomen with nausea and vomiting. Amylase and lipase were normal. The surgeon performed a diagnostic laparoscopy at which time he observed a large amount of greenish fluid throughout the abdomen. The fluid was aspirated and cultures were negative. The bowel was examined, it was noted to be intact. A sigmoidscopy was done and was normal. The appendiceal stump was intact. The surgeon noted the peritoneum and bowel appeared to be coated with exudate. He removed as much as he could. There were no adhesions noted. Following the procedure the patient markedly improved. They are currently symptom free.